Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: e-2/e-0. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-065: horizontal scratches crossing the electrodes. Note 1: manufacturer contacted customer in follow-up calls on 11-sep-2023 and 15-sep-2023 to ensure the customer's condition had improved- able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. At the 11-sep-2023 follow-up, the customer reported she had tested using the true metrix meter and had obtained results of 394 mg/dl non-fasting (post meal). Note 2: manufacturer contacted customer in a follow-up call on 15-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with test results from results obtained of hi, 478, 565 and 540 mg/dl. The customer¿s expected am fasting blood glucose test result is 200 mg/dl. At the time of the call the customer reported feeling dizzy. Customer stated that she had contacted her doctor after obtaining the second hi blood glucose test result on (B)(6) 2023. Customer had gone to see the doctor the following day; the diagnosis was high blood glucose and doctor had prescribed medication for the customer (customer stated she has not yet picked up from pharmacy). During the call, a blood test was performed by the customer non-fasting and produced test result of 592 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/31/2024 and test strips have been open for one month. The meter memory was reviewed for previous test result history: result 1: 478 mg/dl, date: (B)(6) 2023, time: 9:46 am fasting. Result 2: 565 mg/dl, date: (B)(6) 2023, time: 12:29 pm non-fasting. Result 3: hi, date: (B)(6) 2023, time: 9:11 am non-fasting. Result 4: hi, date: (B)(6) 2023, time: 4:14 pm non-fasting. Result 5: 540 mg/dl, date: (B)(6) 2023, time: 1:26 pm non-fasting.